Event description:
Note: the date of the event and date of death are unk. It was reported to boston scientific corp in 2007, that approx three to four weeks after the placement of a polyflex esophageal stent in a male pt (age unk), the pt died. During the placement of the stent for a "stricture in the mid esophagus, the physician deployed the polyflex stent too distally and the stent went into the stomach. The physician pulled the stent back into place by using rat tooth forceps." According to the dr, "the pt didn't return for a follow-up visit, but reported via telephone that all was okay." Three weeks after the procedure (date unk), the pt had a CT scan which indicated "no leaking, no apparent blood loss." Within one week of the CT scan, the pt died. The dr stated that the autopsy indicated that he died of "gi bleeding related to the esophagus". Several attempts have been made to receive the date of death and autopsy results to no avail.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The lot number is unk; however, a ship history is in progress and the results of the device history record review for the lots sent to the customer will be provided in a follow-up medwatch report. The 3/2007 polyflex complaint trend report, inclusive of all failure modes, was reviewed: no adverse trends were noted.